Event description:
The sales rep, reported on behalf of the customer, that when in surgery, a 4.0x40mm locking screw sat proud of the plate. As the surgeon advanced the 4.0 x 40mm locking screw into the middle hole of the most distal 3 locking holes by hand, it did not seat into the locking hole. The 3.1mm drill guide was screwed into the hole using the distal aiming guide. This screwed in without any problem and the drill went through without any issue. The surgeon thought that as a freehand partially threaded 4.0mm cancellous screw had been inserted directly above this hole that perhaps the 40mm screw was too long and a shorter screw should be used. The 40mm screw was removed by hand, the drill guide re-attached. The depth gauge was put through the drill sleeve to confirm the alignment was the same as the drill sleeve. It was decided to exchange the screw to a 36mm. The screw was inserted by hand and the screw still sat proud of the plate. That due to the soft tissue on the medial side of the distal tibia being thin, the surgeon decided that the proud screw would be removed as it would have caused irritation to the patient post-op. Due to the fracture pattern, it would have been preferred for a locking screw to have been in the middle hole as the posterior locking hole was not suitable because of the nature of the fracture.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the screw could not be fully inserted into the plate could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The damage could have been caused by inserting the screw in a too big angle or using the power tool. The screw shows several marks of usage and the locking thread on the head is damaged and does no longer allow a locking effect. In the op-tech. For axsos it is stated: ¿final tightening of locking screws should always be performed manually using the torque limiting attachment (ref (B)(4)) together with the solid screwdriver t15 (ref (B)(4)) and t-handle (ref (B)(4)) (fig. 14). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a maximum torque of 4.0nm. The device will click when the torque reaches 4.0nm.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The sales rep, reported on behalf of the customer, that when in surgery a 4.0x40mm locking screw sat proud of the plate. As the surgeon advanced the 4.0 x 40mm locking screw into the middle hole of the most distal 3 locking holes by hand it did not seat into the locking hole. The 3.1mm drill guide was screwed into the hole using the distal aiming guide. This screwed in without any problem and the drill went through without any issue. The surgeon thought that as a freehand partially threaded 4.0mm cancellous screw had been inserted directly above this hole that perhaps the 40mm screw was too long and a shorter screw should be used. The 40mm screw was removed by hand, the drill guide re-attached. The depth gauge was put through the drill sleeve to confirm the alignment was the same as the drill sleeve. It was decided to exchange the screw to a 36mm. The screw was inserted by hand and the screw still sat proud of the plate. That due to the soft tissue on the medial side of the distal tibia being thin the surgeon decided that the proud screw would be removed as it would have caused irritation to the patient post-op. Due to the fracture pattern, it would have been preferred for a locking screw to have been in the middle hole as the posterior locking hole was not suitable because of the nature of the fracture.